Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin results. Quality control (qc) was within range on the date of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed preventative maintenance (pm) and replaced reagent arm 1 (r1) mixer. A siemens headquarter support center (hsc) specialist evaluated the data related to the event. After discussion with cse, the low troponin outlier issue was resolved by performing work on the aliquot probe. The cause of the discordant, falsely low troponin results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required. MDR 2517506-2017-00657 was filed for the same event.

Event description:
Discordant, falsely low troponin results were obtained on patient samples on a dimension vista 500 instrument. The initial discordant results were reported to the physician(s), who questioned them. The same samples were repeated on another dimension vista instrument, and recovered higher. The corrected results obtained on the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin results.

Manufacturer narrative:
The initial MDR 2517506-2017-00656 was filed on aug 14, 2017. Additional information (07/20/2017): the cse replaced and autoaligned the aliquot probe. The cse adjusted the pressures and vacuum at the aliquot drain. Additional information : MDR 2517506-2017-00657 was filed for the same event.